Event description:
It was reported that air bubbles were observed within the mobi cartridge. There was no reported adverse effect to the customer's blood glucose level. Customer resolved the issue earlier by changing the cartridge and resuming insulin therapy.